Event description:
It was reported to philips that the flexvision computer was unable to boot, preventing a full system boot. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that flex vision computer was unable to start. Upon troubleshooting fse restarted the flex vision pc but it failed to start intermittently and found flex vision pc was faulty. To resolve this issue, fse replaced flex vison pc and downloaded the board software. The defective flex vision pc was returned to philips for analysis and found the failed component was bios sata cable. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.